Event description:
It was reported that after a lap gastric sleeve procedure the patient underwent a post-procedure complication, which was mainly mesenteric vascular obstruction. Medical intervention was needed.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date batch #: x96434. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the generator display any error messages and if so what were they? Did the device pass the pre-test ? Had the device been working and then stopped ? Did the patient experience any adverse consequences due to this issue? What is the surgeon's experience with device? What anatomical structures were the devices used on ? What were each of the 7 surgical procedures? What is meant by mesenteric vascular obstruction? Please describe the patient consequences for all 7 cases ? Please describe the medical intervention, in detail, to treat each of the 7 cases ? Were any blood products given to each of the 7 patients? Did any of the 7 patients require an additional surgical procedure? Why does customer believe the patient consequences were caused or contributed to the alleged deficiencies of the ace+7 devices? Is the surgeon interested in speaking with ethicon medical and engineering about these 7 surgical events? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.